Manufacturer narrative:
H3 other text : product no longer available for return.

Event description:
It was reported that the patient had a blood glucose value of 69 mgdl and administered 20 units of long-acting insulin based on the result. Twenty minutes later, the patient lost consciousness. The emt's were called and they performed a blood glucose reading with their meter resulting in 19 mg/dl and they treated him with an unknown injection. Patient was also treated with a peanut butter and jelly sandwich from his wife. Thirty minutes later the emt's performed a reading on their meter resulting in 156 mg/dl.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.